Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Pleurx tube replaced on (B)(6) 2019 due to broken cuff. My husband, (B)(6), was seen by dr. (B)(6) on (B)(6) 2019. (B)(6) was having a lot of pain at the insertion site, and we were told that the part of the cuff was visible. He had the right catheter replaced at (B)(6), by dr. (B)(6) on (B)(6) 2019. I do not have any information about the product number or description of the catheter that was removed.